Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-11667. It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead was sensing atrial fibrillation. It was determined that the right ventricular lead had dislodged. Bradycardia was present though blood pressure was stable. During the procedure it was observed that leads were intertwined suggesting twiddler's and the left ventricular lead was out of position. Both leads were repositioned on (B)(6) 2021. The patient had no issues and was stable following the procedure.